Event description:
Reference number (B)(4). Event occurred in egypt; it was reported that the patient faced high blood glucose level 250mg/dl event on (B)(6) 2026. The patient treated with insulin pens. No further information available.